Event description:
A caller reported experiencing an alarm 2 related to an occlusion event earlier in the day. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl, and the continuous glucose monitor did not read "high." The customer addressed the problem by changing the infusion set and cartridge, then resuming insulin use. Despite multiple troubleshooting attempts, the occlusion problem was ongoing, prompting the caller to request a pump replacement. Technical support recommended replacing the pump, advising the caller on proper return procedures, and ensuring the customer would continue to use the current pump until the replacement arrived.